Event description:
In 2003 pt was to receive chemo-theraphy at dr's office. Dr. And the pt state that the port/catheter was being flushed with saline in preparatiion for chemo-therapy infusion when the pt felt a "pop" in their upper left chest (site of mediport). A chest x-ray was taken. The pt was sent to hosp which is where an interventional cardiologist removed portion of catheter from the pt's pulmonary artery. The pt at hosp the next day to have the remainder of the port/chatheter removed. Device was sent to pathology for gross exam and then to risk management.